Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the reference. Results as follows:" date: (B)(6) 2011, inratio: 5.3, 5.7, reference (doctor's meter): 3.9. The comparison inr of 3.9 was on a roche poc meter; no lab done.